Manufacturer narrative:
(B)(4).

Event description:
It was reported that ten (10) minutes after intubation, there was a leak at the joint of the pilot balloon line and the tube. The leak was 'closed' with tape and the tube was continuously used. There is no patient harm reported.

Manufacturer narrative:
(B)(4). The sample associated with this complaint, along with 3 unused samples from the same lot were returned for analysis. The analysis could not confirm any failures associated with the 3 unused samples. The sample associated with the complaint was tested and it was confirmed that after 5 minutes that the cuff deflated and the leak was isolated to the pvt valve. A visual inspection revealed that the vale presented a cut. A review of the manufacturing process controls was conducted. It was confirmed that there are several manufacturing and inspection steps that would identify a leak prior to releasing the product to distribution. A review of the device history record was conducted and it was confirmed that there were no non-conformities associated with the lot during manufacturing. The source of the cut cannot be determined.